Event description:
The customer reported elevated troponin I (accutni) results for one pt samples involving unicel dxi 800 access immunoassay system. The elevated results were questioned by the physician. The erroneous results were not release out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc. With the pt samples for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The serum sample was collected in a bd plastic tube with gel separator. The sample was collected and processed per the MFR's recommendations. Testing at beckman coulter customer product line support (cpls) laboratory confirmed heterophile interference is the root cause for the elevated troponin I results for this pt's samples. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may present in samples from pts who have rec'd immunotherapy or diagnostic procedures utilizing monoclonal antibodies or individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from add'l tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events.